Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for loctite modified set screw assessment, oil leak and rotational speed. During service/repair, it was determined that the device had a dented motor housing, loose set screw, oil leak, worn vanes and low rotations per minute (rpms). It was further determined that the issue was consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device did not work when anything was inserted in it. During in-house engineering evaluation, it was observed that the device had an oil leak and low rotations per minute (rpms). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.